Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness. Low lead impedance was observed on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.